Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed that the permanent cautery hook instrument was found to have a broken conductor wire at the proximal end. The housing was removed for inspection and the instrument was found to have a broken conductor wire at the crimp. A segment of the stripped wire was visible through the witness hole and crimp marks were present at the crimp. The instrument was tested for electrical continuity and failed. Thermal damage was observed on the shrink tubing and conductor wire insulation. The permanent cautery hook is intended to be used with the da vinci system for precise dissection and division of tissue with monopolar cautery. The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). A site history review was performed and no related complaints were found to the product. No image or video clip for the reported event was submitted for review. An instrument log review confirmed that the permanent cautery hook instrument (470183-14/n10200414-0231) was last used on (B)(6) 2020 on system (B)(4). This complaint is reportable due to the following: it was reported that during a da vinci-assisted procedure the customer had an issue with the permanent cautery hook. The procedure was completed with no patient harm. Follow-up revealed that the instrument was not articulating correctly. Failure analysis confirmed that the permanent cautery hook instrument was found to have a broken conductor wire at the proximal end and thermal damage was observed on the shrink tubing and conductor wire insulation. Although there was no patient injury reported, if this failure were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted procedure the customer had an issue with the permanent cautery hook instrument. The procedure was completed with no patient harm. Intuitive surgical inc. (Isi) followed up with the hospital staff to clarify the issue and found that the permanent cautery hook was not articulating correctly. No patient-related information was available..